Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report 3500a medwatch form from FDA on february 19th 2021 that on (B)(6) 2021 device was unable to continuously monitor oxygen saturations on the central monitoring system due to malfunctioning spacelabs cartridges. There was no injured as a result of this event.

Manufacturer narrative:
No patient injury reported. The hospital biomed reported that he tested, the device passed all functional tests. Device remains in service, at the customer site. Spacelabs field service engineer and regulatory reporting specialist made several attempts to follow up with the customer for additional information, none was provided. This report is complete, and this issue is considered closed. A supplemental report will be submitted should additional information become available.